Event description:
A 26mm diameter x 14mm diameter x 155mm length talent xcelerant stent graft system was implanted into a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approx 11 weeks ago. The pt's arteries were not tortuous with some calcification. It was reported that when the proximal free-flo configuration was deployed, one of the stent struts opened out into the left renal ostium. At the time of implant the surgeon questioned the effects of this occurrence. The final angio run showed no endoleaks and good flow into both renal arteries and through the graft. On recovery the pt showed signs of 'trashing' into the foot as indicated by reduced circulation and tarsal pulse; however, this was resolved. After being discharged home, the pt re-presented complaining of left flank pain. Renal studies found a significant reduction in flow into the left kidney with signs of necrosis in the distal region of the left lower pole. The physician's concern was that this was the result of the free-flo stent strut protruding into the renal ostium and knocking off debris. No add'l info was provided. Please note that this model number is not distributed in the united states.